Event description:
The field service engineer (fse) reported that the automated impella controller (aic) generated an alarm communicating that the controller needed to be replaced. The fse arrived at the site and checked the alarm history and did not find confirmation of an alarm in the history. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the alarm/optical signal issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs showed repeated 1036 errors resulting in unreliable placement signal controller error. The real time logs noted (unreliable placement signal) and showed repeated extended outputs of -3276.8 and placement signal of 3000. When the console was returned, an optical pump was unable to make good electrical connection. The connector was discovered to have a piece of an old pump lodged into the connector. This setup was able to reproduce the errors in the field. The cause of the aic issue was a defective blue receptacle. This report is being filed as part of a retrospective review of historical records.